Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima w/prn yel 24ga x .75in wings were damaged/defective. The following information was provided by the initial reporter translated from chinese to english: when used in neurosurgery, the connection between the extension tube and the needle wing is disconnected and cannot be returned. There are pictures, a claim is required, a complaint reply letter is required, and a complaint acceptance letter is required.

Manufacturer narrative:
Device evaluation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of wings damaged / defective was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information was provided.